Manufacturer narrative:
Manufacturing investigation evaluation: the kit was received in a blocked state. The supplied cement kit and a retained sample of the affected batch were evaluated in the laboratory. The sample operates within the specified parameters. After disassembling the system, the mixing rod along the stirrer axis could be moved. The device¿s functionality was, therefore, proven. During the first movement of the mixing rod, it is possible that some powder particles came in between the rod and the surrounding axis. This would have resulted in the mixing rod only being movable with slight resistance. However, movement was still possible. Product investigation summary: a possible cause of this problem could be an insufficient follow through of the instructions within the technique guide. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Kit was not implanted/explanted; it is unknown if the cement from the kit was able to be implanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6): device is not distributed in the united states, but is similar to device marketed in the USA device is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) legal manufacturer: external supplier (B)(4), manufacturing date: 16.mar.2016, expiry date: 31.dec.2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the kit is blocked. It happened intra operative while the scrub nurse was mixing the cement, the device jammed. Initial surgery. Five minutes delay to surgery time. No broken fragments. Procedure completed successfully. Patient is female and (B)(6). This complaint involves one part. This report is 1 of 1 for (B)(4).